Event description:
On (B)(6) 2012, it was reported that the menu button on the pt¿s infusion device was becoming very stiff and not functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The menu and check button do respond like specified. While the investigation of the buttons particles of plastic were found inside the housing of the menu and check button. The particles could temporary isolate the area of contact inside the button housing.